Manufacturer narrative:
MDR was generated due to investigation findings: the complaint of a damaged vent plug was confirmed from the four photographs that were provided for investigation. The photos showed what appeared to be a burr, flash, or deformation at the tip of the vent plug. The implicated lot was manufactured on line 3. During manufacturing, damage to the tip of the vent plug may occur due to incorrect processing parameters and misalignment between the vent plug and luer adapter. The manufacturing personnel were notified of this complaint. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva investigation found foreign matter. The following information was provided by the initial reporter, translated from chinese to english: on april 1, 2024, an obvious burr was found at the nut of the indwelling needle, and there was a risk of falling into the blood vessel. Stop using it immediately.